Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with unknown mentor saline prostheses experienced swelling, redness, and itching bilaterally post procedure. It started on the left side and began spread all over her body. It was stated to be worst in the hip area. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-03597 for contralateral prosthesis report.